Event description:
Scimed graphix wire broke off in coronary diagonal vessel while trying to cross through a stent. Tip of wire lodged in small branch off of lad. Md completed successful intervention. Wire hung up in struts of a stent and sheared off.